Event description:
It was reported that during the initial implant procedure, the right atrial (ra) leadless pacemaker (lp) was implanted. When entering tether mode, the ra lp prematurely released from the delivery catheter. The ra lp remains implanted. The patient was in stable condition.